Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterilization department discovered the impactor was fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This event has previously been reported under MFR 0001825034-2018-03750 but will now be reported under 0001825034-2018-06853.